Event description:
It was reported that the therapy of this cardiac resynchronization therapy defibrillator (crt-d) was turned off due to unknown reasons. Currently, this product remains in service and no adverse patient effects were reported.